Manufacturer narrative:
Alleged failure: per the rep event date 3/25/2025 - pn 250-070-520, lot# 24292fg2; issue reported - approximately 80min into surgery, suction irrigator started running without anyone touching it. Battery compartment overheating had to cut wire + open to get it to stop. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Added initial reporter postal code.

Event description:
It was reported that the suction irrigator started running without anyone touching it. Battery compartment was overheating, had to cut wire and open to get it to stop.

Event description:
It was reported that the suction irrigator started running without anyone touching it. Battery compartment was overheating, had to cut wire and open to get it to stop.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.